Event description:
Patient had a bard power port placed on (B)(6) 2017 for chemotherapy treatment. Beginning (B)(6) 2017 rns reported difficulty getting blood return. Cathflo instilled in port to open a possible sheath covering over the catheter was done on (B)(6) 2017, this worked for 2 weeks. Venogram to check port on (B)(6) 2017 revealed tubing of port (catheter) was coiled up in the right subclavian vein which passes into the superior vena cava. It had migrated out of position. On (B)(6) 2017 patient presented to ER diagnosed with pneumonia and dvt in right axillary and right subclavian vein. Last 2 chemo treatments via peripheral IV. Port removal ordered and dvt resolved.